Event description:
The customer reported that it was difficult to open the jaws of the device after sealing the uterine vessel during a laparoscopic hysterectomy. The surgeon was able to open the device manually; however, portions of the jaws broke off and a piece fell into the pt cavity. This piece was retrieved. It was difficult to remove the device from the pt's abdomen through the trocar because of its broken condition. The surgeon had to manipulate the device in order to remove it and approximately 300 to 400 ml of blood loss occurred as a result. This all took place within 5 to 8 minutes after the start of the procedure. It was noted by the customer that the device jaws were never cleaned. Another ligasure device was used to stop the bleeding and complete the procedure. It has been reported that the pt has fully recovered.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.